Event description:
It was reported by customer that the vent plug on cathena leaks with blood after a certain amount of time of the needle being in the vein.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed no damage at the needle hub luer and vent plug. No other abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As the adapter unit was not returned and the needle hub unit had already been activated, a flashback test could not be performed to verify the flashback time. Currently there is a functional test to be completed once simulated blood is seen at the flash chamber. In case of any damage to the vent plug, it will also be noticed during the test.